Manufacturer narrative:
The non-broken screw sustained some general wear. The hex of the screw appeared to be nearly stripped out and the locking threads on the four locking cortical screws appeared to be slightly deformed. The screw would no longer fully seat to the plate in the more distal, proximal screw hole due to the locking threads being marginally deformed. Additional mdrs associated with this event: 3025141-2019-00185: plate; 3025141-2019-00186: screw 1; 3025141-2019-00187: screw 2; 3025141-2019-00188: screw 3; 3025141-2019-00189: screw 4; 3025141-2019-00190: screw 5; 3025141-2019-00191: screw 6; 3025141-2019-00192: screw 7; 3025141-2019-00193: screw 8.

Event description:
An aculoc vdr plate was implanted on (B)(6) 2018. Before routine removal surgery was performed, four broken screws were observed via x-ray. The implants were removed on (B)(6) 2019.